Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a lamp burned out on a system during a procedure. The procedure was completed after replacing the lamp. There was no patient harm.

Manufacturer narrative:
A cable was received for evaluation. A visual assessment of the returned sample revealed a crack in the connector. The sample was installed into a calibrated a company system for functional testing. The illuminator was found to boot-up with no system messages and illuminator functional tests were performed. A light meter was used to measure lumens. The illumination was found to be 10.62 lumens from port 1 and 13.78 lumens from port 2, meeting the specification of 10-22 lumens. The returned sample was determined to have met specification. However, the root cause of the reported event can be attributed to the lamp however, determining whether or not the lamp was nonconforming or past its rated life expectancy, cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a lamp and cable were replaced. Additional, related information was requested but was not obtained. The system was manufactured on march 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4)